Event description:
It was reported that during a da vinci cardiac procedure, the jaws of the cadiere forceps instrument would not close. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The instrument jaws open and close as intended when manipulating the input wheels. 48, 80 - additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were .066 - .140 in length and not aligned with the tube axis. Failure analysis investigation concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.